Event description:
A medtronic ent rep reported that while in a fess procedure, the surgeon was 5mm inaccurate with all instrumentation. They registered with tracer and were initially accurate during navigation. The pt's head was re-positioned and then they were 5mm inaccurate. The surgeon was navigating inside the nose with the shaver when she suspected the inaccuracy. The surgeon then removed the shaver and touched anatomical landmarks and this confirmed navigation had become inaccurate the hospital staff did not see the pt tracker move. They elected to re-register the pt. Tracer failed the first 2 attempts to re-register. In trouble-shooting, the medtronic rep instructed them not to trace on the cheeks of the pt; following that instruction, the registration passed. After the re-registration, they were accurate and the case continued normally to completion. There was no impact on pt outcome.

Manufacturer narrative:
Pt age not available from site at time of this report but has been requested. Software eval finds the site received help on conducting a proper tracer re-registration after the special relationship between the anatomy and reference frame changed. The software is functioning as designed.